Event description:
Ous MDR - boston scientific received information that during a follow up it was noted that the this right ventricular lead was not capturing and an increase in pacing thresholds was noted. An x-ray did not reveal a lead dislodgment. Reprogramming took place and a follow up to access the thresholds was scheduled. If the pacing thresholds continue to be as high a lead replacement procedure will likely take place. No adverse patient effects were reported. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.